Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Additionally the IFU states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Based on the reported information, the reported difficulty appears to be related to the physician not being trained in the use of the proglide device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure in the common femoral artery (cfa) was attempted using a proglide device with a 5f sheath after a percutaneous transluminal coronary angioplasty interventional procedure. The physician was not trained. Reportedly, after returning the lever to its original position, collapsing the foot, the proglide was not able to be removed out of the patient. After several attempts, the vascular surgeon was called in to perform surgery to remove the proglide device. The patient was put under general anesthesia for the surgery. The proglide device was retrieved as a single unit and no tissue damage was observed. The vascular surgeon mentioned that the superficial femoral artery was punctured instead of the cfa. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. The patient is doing well. No additional information was provided.